Manufacturer narrative:
B3: date of event: event date was not reported and was approximated to (B)(6) 2021. Device eval by manufacturer: the product was returned and consisted of the rotapro atherectomy system with the associated rotawire. The burr catheter was attached to the advancer unit with the rotawire inside the rotapro device. The wire clip was still on the wire and against the housing of the rotapro. The related wire had a significant bend in the clipped area and was in 3 pieces. The advancer, handshake connections, sheath, coil, burr and annulus were visually and microscopically examined. Inspection revealed the distal catheter shaft was wavy/bent for a length of 9cm. After removing the wire clip from the related rotawire, the wire that remained in the device was moved distally out of the burr catheter, with slight resistance where kinks were, in the wire. An undamaged rota wire was used to test with the rotapro device. The wire was inserted into the burr and advanced through the device and out of the proximal end. The wire advanced easily and without issue.

Event description:
It was reported that the procedure was aborted and rescheduled. A 1.25mm rotapro and a rotawire and wireclip torquer were selected for use in an atherectomy procedure in the left anterior descending artery (lad). The 99% stenosed target lesion was severely calcified and located in mildly tortuous anatomy. The lesion in the lad was similar to a chronic total occlusion. It took 1.5 hours to cross the lesion through wire escalation followed by attempts to cross with a small balloon. The lesion could not be crossed with a balloon, but a rotawire was able to cross the lesion. Outside the body, while the burr was being backloaded onto the wire, there was unexpected friction between the burr and the wire. The burr was taken off the wire, and the wire was wiped, which possibly removed the hystrene coating from the wire. Backloading of the burr onto the wire continued. It was verified that there was good pressure and flow of the rotaglide cocktail though the system prior to activating rotation. Once the burr was on the wire and about 12 inches from the groin access, the pre-procedure test was performed per the instructions for use. The system was rotating at approximately 170,000 rotations per minute (rpm) then adjusted down to 150,000 rpm. At that point, it was noted that the burr could not be moved forward or backward on the wire. The rotawire was cut distal to the burr and removed. The procedure was running long due to the aforementioned difficulty crossing the lesion; therefore, the procedure was rescheduled. No patient complications were reported. The patient was stable throughout and following the procedure.

Manufacturer narrative:
Date of event: event date was not reported and was approximated to (B)(6) 2021.

Event description:
It was reported that the procedure was aborted and rescheduled. A 1.25mm rotapro and a rotawire and wireclip torquer were selected for use in an atherectomy procedure in the left anterior descending artery (lad). The 99% stenosed target lesion was severely calcified and located in mildly tortuous anatomy. The lesion in the lad was similar to a chronic total occlusion. It took 1.5 hours to cross the lesion through wire escalation followed by attempts to cross with a small balloon. The lesion could not be crossed with a balloon, but a rotawire was able to cross the lesion. Outside the body, while the burr was being backloaded onto the wire, there was unexpected friction between the burr and the wire. The burr was taken off the wire, and the wire was wiped, which possibly removed the hystrene coating from the wire. Backloading of the burr onto the wire continued. It was verified that there was good pressure and flow of the rotaglide cocktail though the system prior to activating rotation. Once the burr was on the wire and about 12 inches from the groin access, the pre-procedure test was performed per the instructions for use. The system was rotating at approximately 170,000 rotations per minute (rpm) then adjusted down to 150,000 rpm. At that point, it was noted that the burr could not be moved forward or backward on the wire. The rotawire was cut distal to the burr and removed. The procedure was running long due to the aforementioned difficulty crossing the lesion; therefore, the procedure was rescheduled. No patient complications were reported. The patient was stable throughout and following the procedure.